Event description:
Synthes (B)(4) sales consultant reported to the (B)(6) product manager during an open reduction internal fixation (orif) mandible, the unknown locking screw went through the matrixmandible mini plate tension bandplate and stripped the plate hole. The surgery was completed using the same or like plate. This is 2 of 2 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Manufacturing evaluation reports the matrixmandible mini plate-tensionband brd/3x3h/malleable/1.0mm was received with a slight radial bend towards the countersink (top) side along the entire length of the plate. With the top side up (laser marking readable), the hole at the left end of the plate showed damage and the thread appeared to be stripped. Also, the third hole from the left end of the plate showed some damage, but appeared to be functional. The bend was more pronounced at the end near the damaged hole. Also, the plate had very light surface scratches on both sides of the plate. Since there is damage/distortion to the plate that occurred post-manufacturing, features relating to the threaded holes could only be measured for 5 of 6 hole locations. All features that were not damaged/distorted conformed to specification. Product development evaluation reports per technique guide j7821-e, the synthes matrixmandible plates and bands are intended for oral reconstructive surgery used as reduction devices for healing. Device drawings were reviewed and determined to be suitable for the device design and dimensional conformity. A review of the device history record revealed no complaint related anomalies. Placeholder.